Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Pharmacist reported implant rupture diagnosed via ultrasound and mammography. The device has been explanted. This relates to an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d6a., d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: underweight, black particle in the shell and opening a microscopic analysis was performed which identify sharp opening in the radius . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the radius side assessed as unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This relates to the right side.